Event description:
Ivpb [intravenous piggyback] dexamethasone hung, rn found none infused as programed. Reprogramed as IV (not drug name). Infused properly. Taxol hung over one hour. Infused as programed over one hour. Then carboplatin hung and programed under drug name over 30 min. Infusion started. The pump beeped completed at 30 min. None of the carboplatin had infused. The pump was immediately removed from service and sent to biomed.